Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was not able to confirm the reported event; the programmer passed functional and bench tests. The programmer log parsing files were checked with no anomalies found. Concomitant medical devices: product ID: 229047 analyzer. (B)(4).

Event description:
It was reported the programmer takes along time to boot up and then crashes during check or at random times. The fix it disc did not work. The programmer was returned for repair. No patient complications have been reported as a result of this event.